Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with symptoms of syncope/near syncope. A remote transmission showed intermittent ventricular oversensing and noise on ventricular tachycardia (vt) episodes. In addition sensing integrity counter (sic) were noted. The patient was admitted for observation. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the sensitivity on the lead was reprogrammed and since the reprogramming, the patient has not reported any further symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.